Event description:
The following information was reported: a mynx patient suffered a retroperitoneal bleed. The patient underwent a ep (electrophysiology) study with ablation on (B)(6) 2015. The procedure seemed to be completed and two mynxgrip (6f/7f) vascular closure devices were successfully deployed. The next day, the patient complained of groin pain and swelling. An ultrasound exam of both the left and right groins was performed which revealed only swelling. The patient continued to complain of pain. It was noted that the hematocrit lab value dropped 10 points below the baseline. At this point, the physician ordered a CT scan and a bilateral retroperitoneal bleed was noted. As this was an ablation procedure, there were 3 sheaths used in the right groin and 2 in the left groin. The 1 arterial site on the left was a site of bleeding and at least one venous site on the right was a site of bleeding. Manual pressure to both the left and right groins was applied and 3 units of blood were ordered for the patient. After this treatment the patient appeared to get better. The patient was discharged from the hospital on (B)(6) 2015. Procedure type: interventional peripheral vessel size: 7 mm stick location: medium sheath size: 7f.

Event description:
The following additional information was reported by the sales representative on (B)(4) 2015: there were a total of 5 mynxgrip devices used in the procedure (one 5f device and four 6f/7f devices). There was 1 arterial puncture for which a 5f sheath was used and a mynxgrip (5f) vascular closure device. There were 4 venous punctures for which 4 different mynxgrip (6f/7f) vascular closure devices were used. For the 4 venous punctures, there was one 8f sheath and three 7f sheaths used. The doctor reported to the sales representative that he believes that only 2 devices failed because only 1 arterial puncture for which a 5f sheath was used bled and 1 of the venous punctures for which the 8f sheath was used also bled.

Manufacturer narrative:
See medical device report #3004939290-2015-00044 for the first device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided the root cause of the reported event could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided. See medical device report # 3004939290-2015-00044 for the first device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the most likely root cause of the reported retroperitoneal bleed could have been the use of the 8f sheath which is an off label use. The mynxgrip vascular closure device (mx6721) is indicated for 6f/7f use only. A review of the lhr was not possible as the lot number was not provided. (B)(4).